Manufacturer narrative:
(B)(4): eval, results: based on the info provided, no root cause can be determined; dissection. Conclusion: no conclusion can be drawn; based on the info provided, no root cause can be determined.

Event description:
Two endeavor sprint rx drug eluting stents were implanted during the index procedure; one in the 1st obtuse marginal and one in the proximal rca. A dissection was reported to have occurred following implant to the proximal rca. An add'l endeavor sprint rx drug eluting stent was implanted to treat this dissection. It is reported through the clinical eval committee that a suspected non q-wave mi occurred in the territory of the target vessel on the same day as stent implant. Pt had stable angina at 30 day f/u, was asymptomatic at 6 month, 1 yr and 1.5 yr f/u, had stable angina at 2 yr f/u and was asymptomatic at 2.5 yr f/u.